Event description:
It was reported that the atrial lead presented with loss of capture, undersensing, and low impedance. The lead is still in use, and there are "plans to perform invasive troubleshooting." No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.